Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: d5, d10, e1 (phone number), h4. Additional information added to field h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is surmised that the phenomenon occurred due to contact failure of the video connector. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported the video connector of the evis lucera elite xenon light source had poor contact. The issue was found during reprocessing after a procedure. The intended procedure was a diagnostic gastroscopy procedure. The procedure was completed with the device. There was no reported patient harm or impact due to this event.

Manufacturer narrative:
During device evaluation at olympus, it was found the complaint was confirmed and the image was noisy with interference due to poor contact of the video connector. This event is under investigation. A supplemental report will be submitted upon receiving additional information.